Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year and 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had complaints of chest pain. Per CT scan, the patient had a hematoma due to a tear in the outflow graft. The vad coordinator reported that they did not know how the tear occurred. The patient was taken back to the operating room to get the outflow graft replaced. When the chest was opened via a median sternotomy, the driveline was damaged. The patient was supported on cardiopulmonary bypass. The pump and the outflow graft were replaced. It was noted that the patient had bariatric surgery recently and lost (B)(6) pounds and it was after this time that he started complaining of pain. X-rays were unremarkable.